Event description:
Though the pt didn't feel any pain, was worried about strange sounds heard around the affected part which was performed on tka. The pt went to hosp in 2003 and the dr confirmed that the bearing was broken.